Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A follow-up report will be sent once the results have been analyzed.

Event description:
Surgeon not happy with the postoperative. Original: chirurgien pas content des suites opératoires. Additional information received 13aug2018: several bleedings post operating. The voyant was used on hemorrhoidectomies. The jaws were correctly cleaned during the intervention. No alarm during the intervention. We met this day surgeon. There were accidents post-operating with 2 patients: patient 1: bleeding to d5-6. The surgeon had to re-operate him. Patient 2: bledding to d5-6. The surgeon had to re_operate him. The surgeon had to re-operate him agaim at d15.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. However, one representative sterile unit was returned. Testing was performed on the representative unit, and the complainant¿s experience could not be replicated or confirmed. The representative unit met current specifications and there were no visible non-conformances. In the absence of the event unit, it is difficult to determine the exact root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Cer linked (B)(4) surgeon not happy with the postoperative. Original: chirurgien pas content des suites opératoires. Additional information received 13aug2018: the surgeon does not wish to use anymore the voyant to several bleedings post operating. The voyant was used on hémorroïdectomies. The jaws were correctly cleaned during the intervention. No alarm during the intervention. We met this day surgeon. There were accidents post-operating with 2 patients: patient 1: bleeding to d5-6. The surgeon had to re-operate him. Patient 2: bleeding to d5-6. The surgeon had to re_operate him. The surgeon had to re-operate him again at d15. For the surgeon, the bleedings are caused to an insufficient coagulation at the level of jaws. He finds that on the nearby mucous bridges, tissues were damaged, necrose. Additional info received 06sep2018: as per our conversation you indicated that the patient status is fine for both incidents (B)(4). The description notes "too important diffusion." Does this mean thermal spread? Yes. No tension applied to a vessel or bundle that was being sealed? No. Did the patient exhibit any vascular pathology? No . Was the device activated on diseased or inflamed tissue? No.